Manufacturer narrative:
Correction: h4 was inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. A foreign object was confirmed in the illumination lens, but the foreign object could not be identified. It is likely that the foreign matter was unable to be removed by reprocessing because the foreign matter adhered to a place other than the outer surface of the scope. Additionally, regarding the cause of foreign matter adhering to the inner surface of the illumination lens, there is a possibility that water has entered from the leakage points of the forceps channel and the electrical connector, and corroded materials have adhered to the device. If handled according to the instructions for use below, the user may be able to reduce/prevent the occurrence of this event. Instruction manual evis exera ii gif/cf type 165 series reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures 3.4 leakage testing olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that there was a leak at the electrical connector and the channel tube. The distal end insulation failed inspection and the electrical connector was corroded. The objective lens was cracked and the connecting tube was buckled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera ii colonovideoscope had dark vision. The issue was noted prior to a procedure. Inspection and testing of the returned device found that the light guide lens had a foreign material in it. There were no reports harm associated with the event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.